Event description:
It has been reported that the provisional fractured during the trialing process of a knee arthroplasty.

Manufacturer narrative:
Inspection and evaluation of the provisional stemmed tibial trial was not possible as the hospital discarded it. No photos or other information was provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.